Event description:
Healthcare professional (hcp) reported paitent was receiving hemodialysis on the baxter sps 1550 device. Two hours into the three and one half hour treatment, hcp noticed the device with continuous transmembrane pressure (tmp) alarms and negative tmp. Hcp checked on the patient and noticed 1.29 kg of ultrafiltrate had been removed and the total to be removed was only 1.1 kg. Hcp attempted to adjust the tmp, but noticed the device started to remove even more fluid. Hcp administered 800 cc normal saline and turned the goal off. Patient weight 0.2kg below the desired dry weight at the end of treatment. Hcp reported no adverse signs or symtpoms were experienced by patient. Other treatment parameters were as follows: blood flow rate 410 ml/minute, dialysate flow rate 600 ml/minute. Patient left the clinic ambulatory and alert and oriented.